Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and a se 2367 alarm (fail safe shutdown) occurred on the homechoice (hc) machine during dwell two. The home patient (hp) was connected at the time of the alarms. There was nothing unusual noted about the supplies. A baxter technical service representative (tsr) explained the alarms to the hp, advised the hp to use manual bags and to contact their pd nurse (pdn) to let pdn know of the alarms. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.